Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue: patient¿s mom states she suspended her son¿s pump earlier today and removed pump while he was swimming. Mom states pump remained suspended for a little over 2 hours. Prior to pump being suspended, his last bolus administered was at 10:30am (verified in bolus history). Mom states at 5:21pm, bg 371 mg/dl (no symptoms, states approximately one hour into swimming bg reading was 151 mg/dl, usually drops, therefore she didn¿t check his bg until swimming complete. Mom in agreement that because her son was not receiving basal rate for over 2 hours, this is why bg was elevated). Mom states her son¿s site fell off while he was swimming, so she needed to administer injection until she was able to change site/set/cartridge. Mom states she was instructed by hcp to always go to ezbg or ezcarb on the pump/meter remote to figure out how much insulin is to be delivered, even if delivering by injection, so iob can be calculated. Mom states the recommended amount to deliver was 2.00 units (show results: bg = 2 units, iob = 0.00 units, total = 2.00 units). Mom states she did an air bolus of 2 units and administered novolog 2 units by injection. Mom states she checked her son¿s bg at 6:05pm, reading was 369 mg/dl (show results on meter remote was bg 2.00 units, iob = 0.00 units, total = 2.00 units). Mom states she iob should be showing up, as last bolus was only 45 minutes prior to this bolus. Mom states she decided not to administer any insulin. Mom rechecked bg at 6:20pm, reading 297 mg/dl (show result on meter remote bg = 1.40 units, carb = 1.00 units, iob = 0.00 units, total = 2.40 units). Mom states she didn¿t feel comfortable administering 2.40 units, decided to administer bolus of 1 unit. Bg at time of call 139 mg/dl, asked mom to get pump and do ezbg, (show result: bg 0.00 units, carb 1.00 units, iob 0.76 units, total = 1.00 unit).pump registering last bolus of 1 unit, but not the 2 units administered earlier. Mom concerned, stating if she would have administered the recommended amount of 2.40 units earlier, her son¿s bg would have dropped too low. Cs advised mom to take patient off of pump and get on alternate form of insulin delivery as recommended by hcp until replacement pump arrives. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/31/2013 with the following results: the insulin on board feature was found to be functioning accurately. Bolus history verifies a 2 unit bolus on (B)(6) 2013 at 5:17pm. Black box shows a por on (B)(6) 2013 at 5:19pm. Pump settings verify iob on with duration of 4 hours. Iob clearing after a por is normal pump function. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to the complaint, the display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.